Event description:
On (B)(6) 2023 pt underwent needle localized lumpectomy, biozorb placement and right sentinel lymph node biopsy. On (B)(6) 2023 pt complained of pain and swelling. Hematoma noted no signs of infection. Pt underwent evacuation of hematoma and replacement of biozorb device.